Manufacturer narrative:
Product event # (B)(4). Evaluation, (method, (result), (conclusion): generator returned and pending analysis results. (B)(4).

Manufacturer narrative:
(B)(4) evaluation process: unit received in standard shipping container. Unit received in poor condition with case staining and gouges. No power cord nor user manual were received with unit. Two plasmablade 3.0 handpieces were received. Internal visual inspection found nothing moving or broken in unit. Unit delivered rf energy correctly into fixed resistors. All peak cut levels were well within specified tolerances. Unit also tested with supplied handpiece with satisfactory results for cuts 1-5. Error log indicates that the ucb real-time clock died on or after (B)(6) 2014. Root cause: the reported complaint could not be replicated by the service department; unit delivered correct levels of rf energy in all modes and power levels (including cut 1-5.) Case staining is due to the use of aggressive cleaning agents in the field. Ucb real-time clock battery died due to age.

Event description:
During routine biomed testing of the pulsar generator and plasmablade cut levels 1-5 were higher than the expected output value. All other settings were within specifications. An rf 303 biotech esu was used for testing with a 3.0 device. There were no error codes. The unit was plugged directly into the wall for testing. No patient involvement.

Event description:
During routine biomed testing of the pulsar generator and plasmablade cut levels 1-5 were higher than the expected output value. All other settings were within specifications. An rf 303 biotech esu was used for testing with a 3.0 device. There were no error codes. The unit was plugged directly into the wall for testing. No patient involvement.